Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. The customer took a manual injection to address bg level. The customer stated that the cartridge luer lock connection may have been loose, but they were not certain. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.